Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4), h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The n avigation system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. H3, h6: the camera was returned to the manufacturer for analysis. Analysis found that the camera had many nicks and scratches on both lenses and the housing. A check of the event log showed intermittent firmware incompatibility dating back to october 2018 and intermittent illuminator current low dating back to august 2018. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu also failed an accuracy test (aak) at .456 mm with a passing threshold of .25 mm. Analysis found that the reported event was related to a electrical issue. B01, c02, d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera's amber light was illuminated. For troubleshooting, the ndi toolbox was opened and found that the bump and temperature sebsir were both triggered. The probable cause was noted to be the internal battery in the camera, the camera was faulted. There was no patient involvement.